Manufacturer narrative:
The reported event of atypical power cable disconnect alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the log files. Log file 95180655 was submitted from controller pcx-17250 and log file 97200840 was downloaded from controller pcx-17250 when it was returned for analysis. The log files contained approximately 4 days of data combined (14may2020 ¿ 18may2020 per the timestamp). Intermittent power cable disconnect alarms that were not associated with power source exchanges were captured on 16mar2020 from 17:03:11 to 18:14:08 due to the rsoc voltage on the white power cable dropping to 0v while connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Log files 95181214 and 95190753 were submitted from controller pcx-17858. The log files contained approximately 1 day of data combined (18may2020 - 19may2020 per the timestamp). No additional atypical power cable disconnect alarms were captured in the log files while connected to the mpu. The mpu was not returned for analysis. The account reported that the patient was at home doing well with no further alarms. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory, driveline fault, pump off, low speed advisory/hazard, low flow hazard, and the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 10 ¿safety checklists¿ provides the user with checklists to perform routine maintenance of all equipment, including the mpu. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿ heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory, driveline fault, pump off, low speed advisory/hazard, low flow hazard, and the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the main investigation, atypical power cable disconnects were noted on the mpu.